Manufacturer narrative:
Product has not been returned and no harm(s) reported. Therefore, a DHR review was completed for kit lot number k08a01080921ad2 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for these lots. Kit lot number k08a01080921ad2, has 0 additional complaints from this customer nor any other customer associated with a "false positive" failure mode prior to the reported receipt date of august 25, 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). According to the failure rate (0.08%) for this lot, the number of false positives (1-total false positive reported from lot) in relation to the total lot quantity produced (1,200) is under the expected threshold. DHR review kit lot# k08a01080921ad2: sample vial lot DHR review: 2108217 (associated internal lot # 210606-3l) test lot dhrs review: 2108082 (associated internal lot # 210762-1z) based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. Lucira health will continue to monitor trends related to false positive results in accordance with post-market surveillance process. A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it. D4-expiration date of kit lot number k08a01080921ad2-4/26/2022

Event description:
One device reported as having an alleged false positive result. The complainant mentioned an individual tested positive with a lucira test (kit lot number: k08a01080921ad2) and retested with a pcr test receiving a negative result.